Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour.as the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty. No additional patient information was available.